Manufacturer narrative:
The technician found the head cylinder was leaking. The technician replaced the cylinder and calibrated the position sensors to repair the bed.

Event description:
Information received indicates the head will not rise nor will the bed go into the chair position.